Event description:
Patient's right knee insert was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report:cat 5510-f-402, lot s46sj, description: tri cr fem comp #4 r-cem;cat 5520-b-400, lot gmoa, description: tri prim tib baseplate - cemented;cat 5550-g-278, lot dakn, description: tri symmetric x3 patella;it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause.

Event description:
Patient's right knee insert was revised due to infection.